Manufacturer narrative:
The customer was provided with a replacement device. Stryker product analysis center (pac) evaluated the customer's device and observed that the device would not detect the lid being opened. The root cause of the reported issue was determined to be due to the reed switch, sw5. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed the device will not turn on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.